Event description:
It was reported that the capture management safety margins were programmed greater than the recommended margin and observations are being generated increasing the amount of work needed as each observation must be addressed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.